Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, a revision procedure was performed on (B)(6) 2013, for an unknown reason. The acetabular cup, modular head and taper liner were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.